Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 350 mg/dl and a low bg level of 50 mg/dl. The customer delivered a bolus via the pump to address the elevated bg level and had orange juice/peanut butter to address the low bg level. Reportedly, the customer may have been ill; however, the customer did not know what kind of illness they had. At the time of the report the customer's bg level was at target level.